Event description:
It was reported that during a lap lar procedure, the device was inserted and fired, upon completion, there was in incomplete proximal doughnut. They did an additional anastomosis with another device to complete the procedure. Additional information has been requested, but not yet received.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer anvil half was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the stapes as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.